Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned for an unrelated issue, a reportable problem was found. The belt failed incoming testing.